Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 3, 2026. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 4210, 4307. A photo was provided that showed bubbles flowing out from the gas outlet side of the oxygenator, and a red transparent liquid was noted on the floor. The returned sample was visually inspected upon receipt with no anomaly noted, such as breakage. The returned unit was rinsed and then leak tested. The blood channel of the actual sample was filled with colored saline solution and circulated; no leakage was found. A plasma leak was considered to have occurred from the provided photo. It is possible that the blood properties changed due to some factors, a substance having a surface-active action was produced, and the relationship between the surface tension of blood and gas maintained in the micropores of fiber surface was broken. This caused the fiber to become hydrophilic, leading to plasma leakage. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3 (evaluation is in progress, but not yet concluded).

Event description:
The user facility reported to terumo cardiovascular that during orthotopic heart transplantation (ohtx), there was a plasma leak and foaming clear solution. The solution eventually turned pink while recirculating when off pump. Initial leak began around 3.5 hours of pump time. Pump run included high flows, high vacuum usage, and increased sweep to combat carbon dioxide in the field throughout the case. No signs of gas exchange failure. *no consequence or health impact to patient *product was not changed out *procedure was completed successfully.